Manufacturer narrative:
H10: the device was received for evaluation with a secondary medication set (it was clarified there were no issues with the secondary set). A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including pressure, clear passage, priming, and back flow functional test (using the secondary medication set sent by the customer) were performed and the results were satisfactory. No defects were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that patient blood back filled into a minibag during use with a clearlink system continu-flo solution set and a spectrum pump. This occurred during infusion with magnesium sulfate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.